Event description:
It was reported that the proximal sensor zero failed (ec 110b). The device was in clinical use at the time of the event, the patient was transferred to a different ventilator. No patient or user harm reported. The customer reported that the unit had a proximal sensor zero failed message. The customer verified that a 110b error code was observed. The customer already attempted to reseat the da board. The remote support engineer (rse) advised the customer to replace solenoid 3 and 4. Further information is pending.

Manufacturer narrative:
It was reported that the customer replaced the solenoid 3 and 4, and the issue was resolved. The unit was returned to service.